Manufacturer narrative:
H3: device has not yet been returned to manufacturer; however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported resistance was felt during insertion of a flexor parallel ureteral access sheath and dilators¿ sheath in the course of a transurethral lithotomy (tul) procedure. The physician inserted and removed an endoscope through the sheath, which was placed in the ureter, felt resistance, and discontinued its use. The procedure was completed by using another same-like device. A customer provided picture appears to show the sheath had delaminated. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: it was reported that the physician felt resistance when inserting and removing the endoscope in the sheath, from a flexor parallel ureteral access sheath and dilators, that was placed in the ureter during a transurethral lithotomy (tul) procedure. The physician discontinued use and completed the procedure by using another same-like device. Per provided image by the customer, the sheath appeared to be delaminated. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation reviews of documentation including the complaint history, device history record (DHR), specifications, quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used, partially assembled device was returned to cook for evaluation. Upon visual inspection, a significant amount of very thin debris was packed into the inner diameter of the outer sheath and visible scratch marks were observed in the inner tubing. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A review of complaint history records found one other related complaint associated with the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Cook also reviewed product labeling. The product IFU [t_flxrp_rev5] did not provide any information related to the reported issue. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, inspection of the returned device, and the results of the investigation, cook could not definitively establish a cause for this event. However, the debris material was likely the inner lining of the sheath that was peeled due to other devices being inserted through the scope. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.